Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged electrode belt receptacle, code 204) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires and the j1001 connector. The root cause of the damaged receptacle, wires, and connector is excessive force placed at the receptacle. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/05/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's monitor was damaged at the belt receptacle and that the monitor displayed a service code 204 (belt/monitor unusable).